Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood leak was detected at treatment initiation. Blood was visible in dialyzer, dialysate and drain lines. The machine alarmed. Estimated blood loss was less than 250 ml. Patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.